Event description:
Poor wound healing. After admission, relevant examinations were completed, and surgical contraindications were ruled out. On (B)(6) 2024, under general anesthesia, posterior lesion clearance, bone graft fusion, and internal fixation surgery were performed on the thoracolumbar spine. Symptomatic treatment was given after surgery, and routine pathological examination of the thoracic vertebrae showed large areas of necrosis and dead bone with granuloma formation, excluding bone tuberculosis. Please consider the clinical situation. Genetic testing shows brucellosis. The patient's wound healed well after surgery, and the wound was dry without exudation. After approval by the superior physician, the discharge procedures were processed. The patient was instructed to use braces to protect the wound for 3 months after discharge, change the dressing 3-5 days after the wound, and remove the dressing according to the wound healing condition at 2 weeks after surgery. After discharge, the patient was treated with anti tuberculosis and anti brucellosis infections such as rifampicin, isoniazid, doxycycline, ethambutol, pyrazinamide, and regularly rechecked blood routine and liver and kidney function. After 2 weeks of discharge, the patient came to the hospital for a follow-up examination. The wound had healed and the inflammatory indicators were normal. One month after discharge, the patient stopped taking oral anti tuberculosis and anti brucellosis drugs, which led to the recurrence of the lesion and the rupture of the chest, waist, and back wounds. Therefore, the patient came to our hospital for treatment. After admission, routine examinations were completed, and surgical contraindications were ruled out. On (B)(6) 2025, under general anesthesia, the patient underwent skin and subcutaneous necrotic tissue excision and debridement surgery. Symptomatic treatment was given after surgery, and genetic testing showed brucellosis after surgery. Continue to provide anti tuberculosis and anti brucellosis infection treatment, and the patient is currently recovering well with good wound healing. Patient: 32-year-old male. Event date: 02/01/2025. Procedure date: (B)(6) 2024. Additional information was received stating: how much surgiflo was used? Was surgiflo removed or left in the patient after hemostasis? What was the patient's symptoms before primary surgery? What was the indication for the primary surgery? It is stated that routine testing after surgery revealed necrosis/infection etc. Could this have been present before surgery and be part of the reason for surgery? What is the surgeon's opinion of why the patient experienced the poor wound healing/infection? "Contacted with the sales rep today via phone, please refer to the event description. Other information requested is unknown."